Manufacturer narrative:
Corrected data: initial MFR. Report inadvertently reported the wrong patient age. Corrected data: initial MFR. Report inadvertently reported the wrong suspect device.

Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2014, during a review of programming history, it was observed that a system diagnostic test occurred on (B)(6) 2010 which resulted in a setting change. The setting change was not noted during that appointment as no final interrogation was performed. The setting change was not found and corrected until the next appointment on (B)(6) 2010.